Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on (B)(6) 2010 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups under one minute duration were recorded in the device memory between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The one minute time outs may indicate the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. Therefore there were no ten minute time outs recorded. Slight voltage was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.